Event description:
It was reported that the patient was experiencing pain at the ipg site and was also experiencing frequent ipg charging. The patient suspected that the ipg had migrated. It was also noted that the patients leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. Additional information was received that the patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5077345/5077020.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was also experiencing frequent ipg charging. The patient suspected that the ipg had migrated. It was also noted that the patients leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced.